Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The customer provided image confirms color variation in the image. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event.

Event description:
It was reported that during a meniscus repair surgery the image in the camera head was ghosted in visualization during use, and the issue still remained after the device was restarted. The image display became normal after replacing the back-up camera. There was a delay greater than 31 minutes. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.